Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer indicated an open state and prompted medication removal but did not physically open. The customer attempted a reboot; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) was informed by the customer that there was no issue with the device. It was determined that off-site user had mistaken a remote stock access limitation during inventory for a drawer failure and submitted a ticket. The pharmacy personnel met the fse on site, verified access with keys, and confirmed that all drawers were functioning normally. The system functioned as intended after field service engineer investigated the device.